Manufacturer narrative:
The service actions (replacing the bead mixer) resolved the issue.

Manufacturer narrative:
The field service engineer (fse) found the bead mixer was bent and the reagent probe tip was "very" dirty. The fse replaced the bead mixer, cleaned the reagent probe tip, and increased the rinse levels. Instrument performance testing was acceptable. The customer ran calibration and qc with acceptable results. The instrument was operating normally. H3 other text : na.

Event description:
The initial reporter questioned high results for 2 patient samples tested for elecsys ft4 (ft4) on a cobas 8000 e 602 module. Discrepant results were provided for 1 patient sample. The initial result was > 7.7 ng/dl with a data flag. This result was reported outside of the laboratory. The repeat result was 4.82 ng/dl. Neither result was believed to be correct. The ft4 reagent lot number and expiration date were not provided.